Event description:
A customer reported that during a vitrectomy procedure, the retinal system switched to irrigation / aspiration mode when the surgeon pressed on the footswitch to activate the vitreous cutter. The system was exchanged to complete the procedure. There was no pt harm.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).